Event description:
Boston scientific received information that the patient with this pacemaker reported experiencing chest pain and a syncopal event. No additional adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and none is available at this time. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Approximately five years later this device was explanted and returned for analysis.